Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 7 months, 19 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to emergency department with increased redness and tenderness around a driveline site and reported feeling ill. A driveline culture was positive for staphylococcus aureus. On (B)(6) 2018, it was reported that the patient at home and finishing a course of oral keflex. No further information was provided.